Event description:
It was reported when an asymptomatic patient presented in the clinic for a follow-up, post-paced t-wave oversensing was observed. Programming changes were made and the t-wave oversensing was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.